Event description:
It was reported by service report that the foot right siderail would not latch in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: siderail, timing link.